Manufacturer narrative:
The user reported missing low glucose alarms with the freestyle librelink application. Adc attempted to replicate the issue using similar configurations of iphone 14 plus (17.3.1, 2.10.2.7677) and samsung galaxy s20 fe 5g (android 13, 2.10.1.10406). The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The operating system is unknown so product information provided is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device being used with an unknown phone and operating system version. The customer indicated the low/high glucose alarm did not sound and as a result, the customer was not alerted of changes in glucose level and experienced shaky hands and a loss of consciousness. The customer was provided with a glucagon injection (dose unspecified) administered by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.